Event description:
Medtronic sprint fidelis implantable cardioverter defibrillator lead fracture. Fractured last week with 18 inappropriate shocks. Extracted and replaced. This is a known advisory lead.